Event description:
The complainant alleged that the cardiac surgery department was attempting to defibrillate a patient (age, gender and date of event unknown), using the internal handles with the device, but the unit failed to discharge. The clinicians then obtained another set of handles and successfully defibrillated the patient. There was no adverse effect on the patient as a result of the reported malfunction.